Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that both anchors were deployed at the same time. No significant delay or patient injury reported.